Manufacturer narrative:
(B)(4). A batch review will be performed. If the sample becomes available for evaluation or any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a downstream occlusion alarm occurred on a sigma spectrum infusion pump while a clearlink buretrol solution administration set was used. This occurred during patient infusion of total parenteral nutrition. It was reported that no defects were noticed on the line, and there were no problems flushing it with normal saline. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.